Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is forcefully mishandled during manipulation of the device against resistance, damage such as a kink and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern), pod coils and a microwire. During the procedure, the physician successfully implanted a pod coil in the target location using the lantern. The physician then took an angiogram and reinserted the microwire into the lantern to reposition it. While inserting the microwire, the physician experienced resistance and suspected that the lantern may have been perforated by the microwire. Therefore, the physician decided to remove the lantern. Upon removal, the hospital technician noticed that the lantern was broken at the mid-shaft and after removing the lantern fully, it broke into two pieces. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using a new lantern and a pod packing coil. There was no report of an adverse effect to the patient.